Manufacturer narrative:
(B)(4). Date sent: 03/07/2023. Captured as awareness date. Batch # unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. Could you please clarify when issue was found (pre-op/intra-op/post-op)? During the procedure when they did the removal they noticed they could not remove the device as usual 2. Please provide device information (product code/lot#/batch#) this is not available as the device was thrown away 3. Could you please provide more details of device malfunction? The assisting consultant told me the blade did not complete the cut although the device did staple, they had to re-do the anastomosis with another gun 4. Where within the gap setting scale was the orange indicator prior to firing? Was withing the correct firing range ¿ these two consultants use this daily and have done so for years 5. What confirmation was received that the device was fully fired? The crack was heard but faintly he said 6. Did the device staple? Yes it stapled fully 7. Was the staple line complete? Yes 8. Were there any staples missing from the staple line? No 9. What was the shape of the staples (b-formation, irregular, legs straight)? Fully compressed and closed 10. Were the staples deployed into the tissue? Yes 11. Were the staples seen in the surgical field? Yes 12. Did the device cut? Not fully 13. Was the cut line fully circumferential around the target tissue? No 14. If the device fully cut, were both tissue donuts present? No they had to cut it out and do the anastomosis again 15. If the device fully cut, were both donuts complete? No as the device did not fully cut 16. How many counter-clockwise revolutions were used to open the device? 2 as it was the new b code that they use very often 17. How was it confirmed that the anvil was free from the tissue prior to removing? They could not open they had to cut to remove 18. After firing was the adjusting knob turned ½ to ¾ revolutions? No x2 360 degrees as the instructions state for opening on the new device and as they are required to do 19. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? They did not get to this stage they couldn¿t open 20. Who fired the device? Mr h 21. Who removed the device? Mr h 22. Was the safety reset prior to removal? Yes as always 23. What was the users experience with the device? Used a few lists per week and was with a qualified consultant colleague at the time who also uses the device regularly mr ds. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the manual circular failed. There were no patient consequences.